Event description:
Device 3 of 3. Reference MFR report #s 1627487-2011-00382 and 1627487-2011-00383. The patient was received an scs system on (B)(6) 2009 consisting of an ipg, percutaneous lead and lead anchor. It was reported that her stimulation changed following a recent fall. Diagnostic tests revealed either invalid or high impedance readings for several lead contacts. Reprogramming was performed to recapture adequate therapy coverage; however, the patient's stimulation issues reportedly persisted. A subsequent x-ray revealed no issues with respect to lead position, but it was later discovered that the lead had partially pulled out of the header with the one of the contacts remaining in the ipg. The patient's scs system was replaced and effective stimulation was recaptured as a result.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.